Event description:
It was reported that during a follow-up high, out of range, high voltage lead impedance and high, out of range, pacing lead impedance were observed. The patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.